Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (approximately 200's mg/dl), when they woke in the morning. Manual humalog injection was used to treat elevated bg level per recommendation from the customer's healthcare provider. The customer was within target range at the time of the report (143mg/dl). System check and troubleshooting were performed by tandem technical support and pump performed as intended. Recommendation was made to change out cartridge and infusion set.